Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 28, 2020, mentor became aware that the impacted product was 475cc mentor smooth round moderate profile; catalog number 3501680; lot number 5752070, serial number (B)(6); and unique identifier (UDI) (B)(4). Respective fields have been updated under section d. On november 11, 2020, mentor received information that this patient did not have an explant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Hence, date of explant has been removed. Method code under field h6 has been updated to "device not accessible for testing" on this form. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, and breast implant deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 325cc mentor smooth round moderate profile and experienced left side capsular contracture; baker grade IV, and breast implant deflation postoperatively. As a result, the patient underwent unilateral explantation and replacement on (B)(6) 2020.